Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported urinary output - anuric and the patient was put on dialysis. It was also noted that the patient expired. No additional information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.